Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. (B)(4). A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced neurological changes while at home, including altered speech and right sided weakness. It was reported that there were no changes in lvad function or parameters; however, the patient had not been on full anticoagulation due to previously unreported recurrent gastrointestinal bleeding complications. A CT angiography (cta) of the head revealed approximately 4-5 monitor segment thrombus at distal left m1. The coumadin we held. The patient was diagnosed with an acute left main coronary artery (lmca) ischemic stroke. The patient was not a candidate for tissue plasminogen activator due to gi bleeding. The patient was taken to interventional radiology for an acute stroke thrombectomy for complete recanalization and resolution of thrombus. No significant distal emboli were appreciated, and the patient was able to say some words while on the procedure table. Another CT was performed the following day and revealed neurological changes secondary to a large left cerebral hemisphere acute hemorrhage, and large amount of acute subarachnoid hemorrhage. In addition, a large amount of mass effect with 12 mm of left to right midline shift. The patient expired on (B)(6) 2015.

Manufacturer narrative:
The account communicated that the patient was at home and was noted to have altered speech and right sided weakness. The patient was not on full anticoagulation at the time due to recurrent gi bleeding complications. It was reported that no changes in vad function or parameters were noted. The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported ischemic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.